Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a cut was identified in the central part of the bag. Underwater pressure leak testing was also performed which identified a leak. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container presented with a leak during setup. There was no patient involvement. No additional information is available.